Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's mother reported string broke upon removal of the tampon and had to go to the ER to get the tampon removed. She stated her daughter is doing ok now.